Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6)2022. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the one cdh25a device was returned inside its package unopened; upon visual inspection, a black foreign matter was noted to be inside the packaging, and it was observed that the tyvek from the packaging was damaged (hole); the damage was noted to be from the outside to the inside. The damage found compromised the device's sterility. During manufacturing/testing in some cases, component friction can result in small shavings ejecting from the device after packaging during transit. The packaging foreign matter defect has been correlated to a manufacturing process. Due to the damages found on the tyvek, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that before the surgery, noted there are foreign matters in the packing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.